Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to recurrent mitral regurgitation. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4+, myxomatous valve, extreme frailty with barlows disease, posterior leaflet flail and ruptured chordae. One mitraclip was implanted without a device deficiency, reducing the mr to grade 2+. On (B)(6) 2022, a follow-up echocardiogram was performed, and severe mr was noted. There was no device malfunction, and no leaflet damage reported. Given the patients chronic issues, pre-existing myxomatous valve with extreme frailty, the physician decided to not perform additional, invasive treatment. No additional treatment was provided. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr). Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the recurrent mr. There is no indication of a product issue with respect to manufacture, design, or labeling.